Event description:
Information received from the field notes that the patient presented to the emergency room and was cardioverted several times. Measured data revealed a battery voltage of 2.17v and lead impedance was <200 ohms. Earlier that morning, the device had been programmed to 7.5v, 1.5ms at a rate of 100 ppm. No measured data was taken from that session. The device will be replaced when the patient's becomes stable.